Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris extension set was leaking. The following information was received by the initial reporter with the verbatim: fltr IV ult micrbr l/l adptr, 10011865 , becton dickinson and co internal ID (B)(6). Event date (B)(6) 2023. No harm to patient alaris products/ bd extension set, smallbore tubing ref (B)(4) medication infusing through microbore tubing with pall-filter attached. It was noted that there was leaking of fluid at the connection between the microbore tubing and the pall-filter despite tubing being appropriately tightened. Filter changed and no more leaking was noted item was discarded.